Manufacturer narrative:
(B)(4). Batch # u5ct9d. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the sr75 reload was received unfired and with the left gripping surface from the right side broken off making the reload nonfunctional. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to an improper use of the device. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, unable to fit in sr75 in the ntlc75. Locking error. There were no patient consequences.